Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was returned for investigation. Ventricular fibrillation/ tachycardia: the root cause of the injury was unable to be determined due to insufficient clinical details. Device history review: the device passed all the post sterile inspection checks.

Event description:
The user facility reported that a patient went into ventricular fibrillation (vf)/ventricular tachycardic (vt) rhythm on arrival to the catheterization lab. Cardiopulmonary resuscitation (CPR) was started and the physician decided to place the impella cp. The impella was successfully placed in the right femoral artery and started. The patient was shocked multiple times, but expired in the procedural area prior to performing intervention.

Manufacturer narrative:
The impella device is not available for return by the customer. Therefore, the investigation of the device was not possible. Should any new information be received, a supplemental report will be filed.